Event description:
Information received with return of the explanted device notes lead dislodgement two days post implant. The lead was repositioned, but it dislodged again. The patient had been opened five times using three different leads. The patient was fine with the placement of the third lead.